Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device had heat and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device: the following steps failed: 2.3.1 visual assessment: 2.3.2 visual assessment: 2.4.2 loctite assessment: 2.4.3 loctite assessment: 2.15.4 rotational speed assessment: 2.16.1 noise assessment: 2.18.4 handpiece temperature assessment: during service/repair the following was observed: ng, connector looseness, hose scratches, housing pin looseness, set screw looseness, insufficient rotation speed, unusual noise and vibration present, overheating, black debris coming from near the sleeve during operation. During the service evaluation the following failures were identified: visual : cord damaged. Functional : loose. Functional : moving parts do not move smoothly. Functional : noise - excessive. Functional : vibration. Visual : cosmetic damage. Functional : heat. Conclusion: ¿ failure reported is confirmed. ¿ root cause: faulty parts.